Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) contacted the customer who reported that the system had no problem. Philips was not able to investigate this issue further as the customer declined onsite service for this issue. The service order was closed without any further service provided by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system generated a remote alert indicating the host-pc had a memory problem. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.